Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). Product is no longer available to be returned for evaluation.

Event description:
The customer's mother reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. The caller experienced elevated blood glucose symptoms and diabetic foot. The customer received a blood glucose result of 105 mg/dl on their performa system and within 15 minutes obtained a result of 495 mg/dl on the neighbor's performa system. Based on the result of 495 mg/dl the customer was taken to the hospital. The blood glucose results received at the hospital were not provided. At the hospital the customer was treated for high blood sugar, however the type of treatment given was not provided. The customer was released from the hospital after two hours.